Event description:
Ous MDR - it was reported that about 27 months after the implantation, a lead fracture was observed. No adverse patient side effects were reported. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis of the lead revealed the presence of insulation damages. In particular the insulation was found rubbed through at the distal part of the lead. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The deformations of the rv shock coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.